Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿-w IV catheter with wings experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: the cardiac surgery department reported that when the product was opened, a black foreign object was found inside the indwelling needle housing.

Manufacturer narrative:
Sample evaluation: ¿ 1 sample with open packaging was received for investigation (refer to figure 1 in attachment a). ¿ the sample was subjected to visual inspection to check for fm. ¿ loose, black, fibrous fm was observed throughout the catheter tubing, with big lump near the cannula and catheter tip (refer to figure 2 in attachment a). ¿ two pieces of loose, black fm were also observed inside the unit packaging (refer to figure 3 in attachment a). ¿ the lump of fm on the catheter had an approximate length of 8.5 mm and width of 4 mm; the fm in the unit packaging had an approximate size of 0.45 mm2. ¿ at 20x magnification, the fm appeared to be a mixture of black particles and black fibres (refer to figure 4 in attachment a). Figure 1: returned sample. Figure 2: loose, black, fibrous fm throughout the catheter tubing. Figure 3: two pieces of loose, black fm inside the unit packaging. Figure 4: zoomed in view of the fm (20x magnification), mixture of black particles and black fibres. Fourier transform infrared spectroscopy (ftir) analysis: ¿ the loose, black fm on catheter tubing was sent for the ftir test to determine the fm type. ¿ the ftir result indicated that the fm spectrum for the black fibres matches reasonably with cellulose (refer to attachment b). Based on device history record review, no abnormality was observed during the production of the affected batch. Based on the ftir results, the foreign matter spectrum matches reasonably with that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. Based on the cellulose fm type, an extensive investigation was conducted on the potential fm sources ¿ material, machine and man/environment. 1) material: the two key components nearer to the fm location were investigated. The catheter tubing was where the fm was located at, and for the needle cover, if there is fm in the needle cover, it might get transferred onto the catheter tubing after assembly. ¿ catheter tubing was purchased from our bd sister plant in sandy, USA. Manufacturing process was reviewed and found no cellulose materials used during production, packaging and storage of the affected batches. The DHR and production records of the affected batch was also reviewed, and no abnormality was found. ¿ needle cover was molded inhouse in tuas plant. Upon review, the molding process is automated, with minimal human intervention. Completed needle covers tied up and stored in polybags, which are plastic materials and not cellulose. ¿ hence, the materials are unlikely the fm source. 2) machine: ¿ as observed from the returned sample, the fm is covering throughout the catheter tubing, so the entire manufacturing process was reviewed to identify the section of the process that has contact with the whole catheter tubing. ¿ the only process that comes into contact with the whole catheter tubing is the flaring station, where two rubber pads hold onto the tubing and move it downwards to assemble to the metal wedge (refer to figure 5 & 6 in attachment a). ¿ based on the material specification provided by the rubber pad supplier, the rubber pads are made of neoprene rubber (polychloroprene), which does not match with the fm type. Hence, the flaring station is unlikely the fm source. Figure 5: flaring station figure 6: black rubber pad ¿ all the machines on the production line are fully covered, surfaces that are in contact with product are cleaned periodically per the cleaning schedule. The white lint-free cloth that is used to clean the machine surfaces was sent for ftir, and the material was identified as poly(ethylene terephthalate) (pet), which does not match with the black cellulose fm. ¿ with the fm covering the whole of the catheter tubing, it was suspected that the fm was introduced after the lubrication process, as the lubricant most likely will aid the sticking of the fm onto the tubing, contributing to the observed fm pattern. ¿ if the fm was introduced after catheter lubrication, there are only 4 related processes: catheter lubrication, occlusion test, tip spear vision system and needle cover loading. ¿ upon review, these 4 stations are fully covered in an enclosed area, with clean machine surfaces and machine beds without cellulose-based materials. These stations also have no contact point with the catheter tubing. With only 3 stations after catheter lubrication, there was a very short window period for the fm to be introduced, hence low risk of fm exposure. ¿ hence, the machines are unlikely the fm source. 3) man/environment: ¿ the personal protective equipment (ppe) used in the production area were looked into to identify those with similar characteristics of the fms. ¿ the ppe closest in colour with the fm is the cleanroom smock (figure 7 in attachment a). However, the smock is dark blue in colour instead of black colour of the fm, and it is made of poly(ethylene terephthalate) (refer to attachment c for ftir result), which does not match with the cellulose fm type. ¿ hence, the man/environment is unlikely the fm source. Figure 7: ppe tested: cleanroom smock with no black cellulose material found on the components, or used in the machines and man/environment, the actual foreign matter source could not be identified. This is the first reported fm complaint for this batch and so, this is most likely an isolated case. As current control, there is outgoing inspection and hourly in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place per mfg-008/bc to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).

Event description:
The cardiac surgery department reported that when the product was opened, a black foreign object was found inside the indwelling needle housing.samples are returnable and photos are provided.a complaint response letter is required, a letter of acceptance is required, and a green claim is required.